Manufacturer narrative:
Information contained in this record was previously submitted thru [psr] on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was intra and extracapsular rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported with imaging results including left side rupture, "atypical axillary lymph nodes¿, ¿lymph node in the left internal mammary chain¿, "silicone infiltration¿, nodules, ¿reactional intramammary lymph nodes¿.," and "lymph nodes with silicone infiltration." Pain and "displacement" were also reported. The device has been explanted.

Event description:
Patient reported with imaging results including left side rupture, "atypical axillary lymph nodes¿, ¿lymph node in the left internal mammary chain¿, "silicone infiltration¿, nodules, ¿reactional intramammary lymph nodes¿.," and "lymph nodes with silicone infiltration." Pain and "displacement" were also reported. The device has been explanted.

Manufacturer narrative:
"Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness whiting to spec). ¿device migration: unable to observe as it is a medical event not related to the device. ¿pain: unable to observe as it is a medical event not related to the device. ¿lump/nodule: unable to observe as it is a medical event not related to the device. ¿lymphadenopathy: unable to observe as it is a medical event not related to the device. ¿silicone migration: unable to observe as it is a medical event not related to the device. Additional observations: ¿black particles observed on the device. ¿missing shell observed assessed as inconclusive.